Event description:
It was reported that prior to an ultrasound guided cyst percutaneous drainage catheter placement, the thread is allegedly not straight. It was further reported that the tail end had formed a pigtail loop and could not be straightened. Furthermore, it could not be restored by pushing with the inner core needle or pulling the silk thread by hand. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt # 3006260740-2025-01915 was a duplicate record and was opened in error. The event details are being captured under complaint file # 11698216 and was reported to the FDA under MFR rpt # 3006260740-2025-01914. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided cyst percutaneous drainage catheter placement, the thread is allegedly not straight. It was further reported that the tail end had formed a pigtail loop and could not be straightened. Furthermore, it could not be restored by pushing with the inner core needle or pulling the silk thread by hand. The procedure was completed using another device. There was no patient contact.